Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's implantable neurostimulator (ins) prematurely depleted. The patient had two programs. Program 1 was set to 5+, 11-, 12+, 13 - at 3.0 v, 60 hz, and 450 usec. Program 2 was set to 5+, 11-, 12+, 13+, 14+ at 2.3v, 60 hz, and 450 usec. Battery longevity was calculated with the patient's device settings with a result of end of service (eos) at 17 months. No symptoms were reported. The ins was explanted.